Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿the pump did not give alarm for empty bag¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-10-04. Additional information received by the reporter on 2017-10-03. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump pumps air with no alarm. On 2017-10-03 the reporter provided additional information and stated that the bag was empty and the pump continued to feed. The pump did not give alarm for empty bag.

Manufacturer narrative:
Submit date: 2017-09-26.

Event description:
According to the reporter, the enteral feeding pump pumps air with no alarm.